Event description:
It was reported that during the procedure, the surgeon appeared to have problem with the target device. It was very difficult to assemble the nail with the target device. Moreover, he noted that the circlip was too loose. Another device was used to complete the surgery.

Manufacturer narrative:
Na